Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: terumo territory manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the balloon on the tr band spontaneously deflated and would not hold air. The estimated blood loss was less than 250cc.